Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Surgeon did a revision of patient's left hip acetabulum due to cup loosening. The surgeon removed cup, liner and head and implanted the augment (which broke but he left it in) and implanted a 70mm tritanium revision cup.

Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed due to hospital policy. -medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, operative reports, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Surgeon did a revision of patient's left hip acetabulum due to cup loosening. The surgeon removed cup, liner and head and implanted the augment (which broke but he left it in) and implanted a 70mm tritanium revision cup.